Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a frontal craniotomy for excision of meningioma, the perforator did not stop. It was also reported that the dura was torn and the underlying brain was injured. It was further reported that the procedure was completed and meningioma was removed without any further complications.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a frontal craniotomy for excision of meningioma, the perforator did not stop. It was also reported that the dura was torn and the underlying brain was injured. It was further reported that the procedure was completed and meningioma was removed without any further complications.